Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this cardiac resynchronization therapy pacemaker (crt-p) presenting electrogram (egm) due to concerns of noise on the right ventricular (rv) lead. It was noted that the rv lead is a non-boston scientific lead. Ts reviewed the presented egm and confirmed the rv lead noise was oversensed. Ts also noted that the rv lead also exhibited jumpy pacing impedances that were within normal limits (wnl) and increase in pacing thresholds. Ts suspected cause was due to spring contact issues and recommended for an in person visit to be scheduled for isometrics and further evaluation to be performed. At this time, the crt-p and non-boston scientific rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this cardiac resynchronization therapy pacemaker (crt-p) presenting electrogram (egm) due to concerns of noise on the right ventricular (rv) lead. It was noted that the rv lead is a non-boston scientific lead. Ts reviewed the presented egm and confirmed the rv lead noise was oversensed. Ts also noted that the rv lead also exhibited jumpy pacing impedances that were within normal limits (wnl) and increase in pacing thresholds. Ts suspected cause was due to spring contact issues and recommended for an in person visit to be scheduled for isometrics and further evaluation to be performed. At this time, the crt-p and non-boston scientific rv lead remain in service. No adverse patient effects were reported.